Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was sitting around and received a no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised to disconnect at the quick release. Customer corrected with a manual injection of insulin. Customer was advised to run manual prime with an empty pump until the piston reaches the end of travel. The pump alarmed no reservoir. Customer pushed insulin slowly through the tubing and reported that the insulin exits. Caller stated that the insulin exits with manual prime. Customer was advised that the pump was working as designed. Caller was wondering why they had to change the infusion set 3 different times and why they kept receiving no deliveries. Caller stated that they removed the site and the cannula was straight. Caller stated that the insulin was running through the full set very slowly and insulin did pass through the full set without an alarm.